Event description:
On 05/22/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's groin. On 06/06/1998 the pt presented to the clinic with numbness in her procedure leg and claudication in her right calf upon walking. The right leg was noted to be warm and with palpable pulses. However, a filing defect was identified in the common femoral artery. The pt was started on heparin, and an ultrasound was performed which showed an intra-arterial mass. A subsequent angiogram did not confirm the obstruction identified by the ultrasound, however, the pt was taken to surgery on 06/12/1998 where a right femoral thrombectomy was performed. Large intimal hyperplasia and thickened adventitla were also noted at the time. At the time of this report (06/22/1998) the pt was noted to be in stable condition. As of 07/15/1998 there has been no further report to the MFR of complication or pt sequelae.